Manufacturer narrative:
The reported issue that the pump module display board was needing replacing for a dim segment on the led display could not be confirmed; no product or device logs were returned for investigation. The file was opened to document the issue that was reported. No further investigation of this event is possible at this time; no device history or qn search was performed since no source device serial number was reported by the customer. The alaris pump module is typically used for treatment. The file may be closed based on the above facts.

Event description:
It was reported that the is replacing the (lvp) display board for a dim segment on the led display. Although requested, further information was not provided.

Manufacturer narrative:
The reported issue that the pump module display board was needing replacing for a dim segment on the led display could not be confirmed. No product or device logs were returned for investigation. The file was opened to document the issue that was reported. No further investigation of this event is possible at this time. No device history or qn search was performed since no source device serial number was reported by the customer. The alaris pump module is typically used for treatment. The file may be closed based on the above facts.

Event description:
It was reported that the is replacing the (lvp) display board for a dim segment on the led display. Although requested, further information was not provided.